Event description:
During preparation of the device for a cardiopulmonary bypass procedure, it was reported that the user was getting an alarm on the safety monitor. The alarm was bypassed in order to complete the surgery. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the patient. The user facility recycled the device and it started working as intended. Investigation in process, but not yet completed.